Manufacturer narrative:
(B)(4). Although the device was confirmed not to be available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: at the end of a chemotherapy treatment, the patient advised the nurse that the bed was wet. A leak was noticed at the filter, and cytotoxic liquid fell on the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, no samples were available for evaluation in connection with this incident. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Without the actual device, a thorough investigation could not be performed at this time, and the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging was returned for evaluation. Two arrows were drawn on the holes of the air eliminating filter, indicating the location of leakage. The returned sample was tested for leakage per specification with passing results. In addition the set was spiked and primed with normal saline and tested again for leakage. There was no leakage observed from the filter or any other location of the set. The returned product was functionally tested and the reported defect of leakage was not able to be replicated or confirmed. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. If any additional pertinent information becomes available, a follow up will be submitted.